Manufacturer narrative:
Results: cpu lost limits, resulting in damage to couplers.

Event description:
It was reported by service report that the bed was stuck at high height. No patient involvement or adverse consquences were reported.